Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. No cracks were found at the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a crack on his insulin pump's screen. He stated the crack was an inch and a half long, carrying half way across the screen. Customer's blood glucose was 103 mg/dl. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.